Event description:
During a lobectomy procedure, the staple malformed at 1st firing (open shape). Case was completed by additional suture. There were no pt consequences.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and loaded with a fully cartridge that was noted to be in good visual condition. The device was tested for functionality with a test cartridge and it fired confirming. Event described could not be confirmed as the staples were noted to have the proper b-formation. Returned cartridge batch y5fx54